Event description:
During an emergency support program call, the customer reported a gas loss alarm on the cardiosave intra-aortic balloon pump (iabp). Assessment confirmed no blood or discoloration in the helium tubing. The issue resolved following replacement of the pump, and no recurrence of the alarm was reported. No harm was reported.

Manufacturer narrative:
Gas loss in iab circuit: a gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction response: system vents and iab deflates; alarms occur in all modes. Mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Contraindications: severe aortic insufficiency, aneurysm, advanced calcific disease, obesity/groin scarring (avoid sheath less insertion). Risk & labeling: failure mode (not pressing fill key) documented in ufmea; IFU provides corrective steps. Current status: no device malfunction; no CAPA/escalation needed; risk within profile.